Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the administration port. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: this lot was manufactured from august 9, 2018 - august 11, 2018. The actual devices were discarded; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing of the companion sample with water, a leak was observed between the spike port cap tube and the spike port bonding area. The reported condition was verified on the companion sample. The direct cause could not be determined, however, the most probable cause of the leak was due to inadequate or lack of cyclohexanone applied to the cap tubing during the manufacturing process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.